Event description:
The patient reported that it was difficult and was unable to charge. The patient could never get up to fully charged because they would get poor coupling that was caused by difficulty getting the implantable neurostimulator (ins) recharger antenna in the right spot. It could take as much as 3 hours to get the implant charged. The bars would be filled in for 5-10 minutes at most and then coupling would drop down. Due to the implant location a family member had to hold the antenna over the implant. The patient had to lean over in certain positions in order to get good coupling. The patient was not using a belt. They tried using a belt because it made it so the antenna was not right up against the skin when it was inside of the belt. During the call, the patient was able to get 8 coupling bars but the bars would drop to 4 and 0 when the patient moved slightly. The doctor told the patient they needed to lose weight because the ins may be floating since (B)(6). The patient had already lost 135 pounds before the implant. The coupling issue got worse the past 3-4 weeks. Additional information received from a healthcare professional (hcp) indicated the cause of the difficulty was due to not being able to set the signal properly. No troubleshooting or actions were done, a manufacturer representative was requested to do so. It seemed the generator pack was floating under the skin. Additional information received from the patient indicated they notified their doctor and was seen (B)(6) 2016. No steps were taken to resolve the issue and the adhesive discs somewhat resolved the difficulty recharging. No patient symptoms were reported and the ins was indicated for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.